Event description:
Allegedly, incorrect implant configuration used. An advance femur stature implant was used in combination with an advance plus size tibia. Surgeon has been made aware and patient is being monitored.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.